Manufacturer narrative:
This report has been submitted by the importer under this MDR report number: 2429304-2024-0000438. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a thoracoscopy, the first thoracoscopy pan the physician opened was missing the 10 mm metal obturator for the metal trocar. A second pan was opened. Upon using the 10 mm trocar, when the physician went to move the obturator, only the plastic top of the obturator came out. The metal end of the obturator fell through the trocar into the patient¿s chest. It took the physician 45-60 minutes to find and remove the foreign metal object. Additional information has been requested but not received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the adhesive bond between the trocar tube and the handle has come loose or that the injected tube has broken out of the plastic handle. Furthermore, it is possible the subject device has acute wear of the plastic part. It cannot be determined whether the damage is based on a lifetime overrun or whether the damage was preceded by a mechanical force caused by a fall or blow. However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.